Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "blood is spinning in centrifuge at a higher rate."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The initial MDR was reported in error. This complaint was not a product defect but was a request for information.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "blood is spinning in centrifuge at a higher rate."